Event description:
It was reported that the patient had experienced diaphragmatic stimulation for quite some time, reprogramming did not resolve the issue. The device was explanted and replaced successfully. The patient was doing great post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.